Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and the battery depletion was normal. We received performance data collected from the device and have analyzed the data. The time of elective replacement indicator (eri) was on (B)(6) 2010 03:00:04 when the battery voltage was 2.62 volts and a patient alert was issued. The device eri is for battery voltage <=2.62 v. The weekly battery voltage trend data shows min bat=2.62 to 2.61 volts between (B)(6) 2010 and (B)(6) 2010. The device also recorded a power on reset (por) for attempting to write to a locked ram, address=1b98, data=bc on (B)(6) 2010 14:25:59 and a patient alert was also issued.

Event description:
It was reported that the device had a power on reset (por), and subsequently the elective replacement indicator (eri) was triggered. The device was removed and replaced. No patient complications were reported as a result of this event.